Manufacturer narrative:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles, shortness of breath and sputum. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. During evaluation, dust observed and there was no visible foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. Sections d8, d9, h2, h3, h6 have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles, shortness of breath and sputum. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.